Event description:
Related manufacturer reference number: 2017865-2021-06504, related manufacturer reference number: 2017865-2021-06508. It was report that patient implanted on (B)(6) 2021 and developed hematoma the next day. Hematoma evacuated. During the procedure it was observed that leads had pulled back. The leads were repositioned and tested normal the next morning. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-06834.